Event description:
It was reported that the patient initially presented with spondylitis and underwent an l5-s1 fusion. The patient then presented with adjacent level degeneration at l4-l5 and underwent a direct lateral fusion. The patient reportedly continued to have episodes of back pain which failed non-operative management and subsequently underwent l2-l4 posterior spinal fusion with l3 laminectomy. Eight months post-op, it was reported that there was a sudden "pop" in the patient's back and pain was experienced in the low back, the right hip and across the top of the right thigh. A broken screw was found at l2 during imaging and the patient had the hardware removed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.